Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Implant date: (B)(6) 2018. Concomitant medical products: articular surface with hinge: p/n: 00588005012, l/n: 63752687; stem extension straight; p/n: 00598801215, l/n: 63920910; femoral component; p/n: 00588001501, l/n: 63696390; all poly patella; p/n: 00597206535, l/n: 63214049; stem extension straight; p/n: 00598801018, l/n: 63675301; prc agmt block; p/n: 00599003510*op1000, l/n: 62303178; tibial component; p/n: 00588000400, l/n: 63770782. Report source- foreign: (B)(6). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 01572. Product location is unknown.

Event description:
It was reported patient is scheduled to undergo a revision procedure due to dislocation from a fall approximately one years post implantation.  Attempts have been made and no additional information is available.